Event description:
The customer reported that during a procedure, the screw from the handle of the device came off and fell into the pt cavity. The piece was retrieved. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.